Manufacturer narrative:
Device evaluated by MFR.: a mustang device5x4x75cm was received for analysis. A visual examination identified that the balloon was not folded, and inflation media was present inside it which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure for 30 seconds without issue. A vacuum was then applied. The inflation device was verified before and after use. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device. No issues were noted with the returned device which may have potentially contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a vein side. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a vein side. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during the procedure, the balloon ruptured. The procedure was completed with another of same device. No patient complications nor injuries were reported.